Manufacturer narrative:
(B)(4). Upon follow up it was reported that the peritonitis was manifested by a fever. The patient was treated with unspecified antibiotics for the event. At the time of this report, the patient had recovered from the peritonitis. No additional information is available at this time. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the peritonitis was unknown. At the time of this report, the outcome of this peritonitis event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.